Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with stable angina. Subsequently, the index procedure was performed. The target lesion was a de novo, eccentric, type b2, non diffuse lesion located in the non calcified and moderately tortuous distal left anterior descending (lad) artery with 90% stenosis contained in over 45 and below 90 degree bend and was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with predilatation and placement of a 2.25x20mm promus element¿ plus stent at 11 atmospheres in distal lad. Following post dilatation, residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was discharged. In (B)(6) 2014, the patient presented with isr of the previously placed study stent located in the distal lad and was treated the with percutaneous coronary intervention (pci). One day post procedure, the event was considered improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).